Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient was ¿fine and no longer feeling that way.¿ it was noted that it was likely anesthesia. The information previously reported regarding the discovery of the pump being "reversed" has already been reported in manufacturer report #3004209178-2014-01010. Any follow-up information regarding that event will be reported via that manufacturer report.

Event description:
The following information was previously reported in manufacturer report # 3004209178-2014-01010. Any follow-up information regarding this event will be reported via this manufacturer report. [It was reported the pup was filled (B)(6) 2014 13 with prialt. Before the pump fill, the patient had nausea and muscle spasms in her extremities since the revision surgery (refer to manufacturer report # 3004209178-2014-01010) and she ¿just didn¿t feel right.¿ the patient had not taken her vicodin, which her health care provider (hcp) thought could have been related to her nausea.] It was later reported the patient was given an IV (intravenous) for nausea. It was reported on (B)(6) 2014 that the pump was being removed that night due to infection. Last week the incision in the patient¿s back burst open and blood/puss came out. The patient was extremely cold, achy, and had muscle spasms in her body. All around she did not feel right. As of (B)(6) 2014 the pump was removed. It was reported the patient was doing well. When the patient came in for the first fill of prialt it was discovered the pump was being ¿reversed.¿